Manufacturer narrative:
This report is submitted on september 03, 2019.

Event description:
Per the clinic, the recipient experienced skin inflammation. The abutment replacement and skin revision surgery performed under local anaesthetic (date not reported). No infection was present but oral antibiotics was administered.